Event description:
Ous MDR - after an implantation period of about 31 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Performance of the device was scrutinized, including a visual and an electrical inspection. The analysis revealed a damaged insulation at the distal area of the lead body. This insulation damage can be considered as the root cause of the artefacts in the rv channel mentioned in the complaint description. This result is consistent with the iegms received for analysis. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subjected to severe mechanical stress in the implanted state. The analysis of the received diagnostic x-ray images suggests that an increased amount of slack contributed to this observation. The deformation of the rv shock coil and the squeezed insulation resulted most likely from the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.